Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable for the past 2 months. Reportedly, the pump battery fully depleted and shut off due to the charging issue in the past. Customer reported blood glucose (bg) level was 327 (mg/dl). The customer charged the pump and delivered a bolus to address bg level. It was confirmed that the pump was able to be charged with a different usb cable. A replacement usb cable was sent to the customer.